Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23/aug/2018. Date received by manufacturer: 12/jul/2018. Manufacturer's field service engineer (fse) performed troubleshooting with the customer. The enclosure surrounding the ventilator was cracked and the customer acknowledged that a lot of moisture was used to clean the unit, allowing the cleaning product to leak into the unit. The fse replaced the front and rear bezel, the front panel and the top cover to address the finding. The device passed performance testing following completion of repairs.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit shutdown and turns on and off by itself. There was no patient involvement.